Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 270 ml, flow rate: 2ml/hr, procedure: unknown, cathplace: unknown. It was reported the pump infused over 90- hours instead of the 120-hours intended. The patient is stable. There was no reported injury. Follow-up noted the patient has been taking walks and hot baths/showers.